Event description:
Reporter stated that in 2004 the pt was taken to the hospital ER where pt was diagnosed with diabetic ketoacidosis (blood glucose = 844 mg/dl; ketones were moderate). Pt also had the flu and gastroenteritis, and had been vomiting since the past two days. Treatment received: IV insulin, d5, d10 sodium chloride. Pt was released from hospital the following day after hospital visit.